Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported to ansm that "during the preparation of the operating table for a tibio-calcaneal arthrodesis of the right ankle, it appeared that a calliper normally attached to the medical arm was missing. This incident necessitated the use of another instrument to secure the nail to the medical bar. There was also a lengthening of the preparation and a lengthening of the operating time.

Manufacturer narrative:
If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported to (B)(6) that "during the preparation of the operating table for a tibio-calcaneal arthrodesis of the right ankle, it appeared that a calliper normally attached to the medical arm was missing. This incident necessitated the use of another instrument to secure the nail to the medical bar. There was also a lengthening of the preparation and a lengthening of the operating time.